Event description:
Surgeon reported that norian material was implanted on an unknown date for a cranioplasty. There were two implants in the skull. The surgical site around the second implant later became infected and the norian material at this location was explanted on an unknown date.